Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not power monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to an excessively discharged cell (0.314v). The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battey pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery pack would not power up his monitor. The patient was issued a replacement battery pack.